Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). It is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via retrograde approach. The 90% stenosed target lesion was located in a shunt anastomosis in a moderately tortuous and mildly calcified vessel. After a non-bsc guide wire crossed the lesion, a 6.0 x 40 75cm mustang¿ balloon catheter was advanced for pre-dilatation. The balloon was initially inflated at 20 atmospheres; however, during the second inflation at 22 atmospheres for 30 seconds, the balloon ruptured. The procedure was completed with a non-bsc balloon catheter. No patient complications were reported.